Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) dust, dirt, etc. On the video connector electrical contacts, and scope appearance inspection results confirmed damage such as scratches and dents on the video connector electrical contacts creating a temporary deterioration of the electrical connection. 2) the internal electric circuit of the image sensor in the image sensor unit built into the scope tip is hit, mechanical stress (load) such as being dropped is applied, and the electrical connection state is temporarily deteriorated. 3) electrical load (electric load ( accumulation of stress), accidental application of static electricity, and overcurrent due to attachment/detachment while the system is on, causing the electrical connection to temporarily deteriorate. This is likely due to attaching or detaching while the system power is on, overcurrent from other equipment or electrical wiring, or adhesion of dust or moisture to the system and scope connector electrical contacts. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the device underwent extensive testing and did not have any issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had a sandstorm image when it was connected to the visera elite ii video system center during a total hysterectomy. The image returned when it was reconnected but blacked out after a few minutes. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.